Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
The revision is required due to the dislocation and issue noticed during the follow up with the surgeon.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an exeter shell was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: this patient underwent a left total hip arthroplasty and then approximately two years later sustained a dislocation which according to the summary required revision surgery. I can confirm that the dislocation occurred since I was able to review the x-ray showing the dislocation. I cannot confirm that revision was carried out since I have no documentation supporting that such as operation note, office notes or post-revision xrays. I cannot confirm the root cause of this event. The causes of dislocation two years after a primary total hip arthroplasty are multifactorial including surgical technique, patient bmi and activity levels and implant positioning. With the information provided I would not assign any causality to the implant itself. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant indicated: this patient underwent a left total hip arthroplasty and then approximately two years later sustained a dislocation which according to the summary required revision surgery. I can confirm that the dislocation occurred since I was able to review the x-ray showing the dislocation. I cannot confirm that revision was carried out since I have no documentation supporting that such as operation note, office notes or post-revision xrays. I cannot confirm the root cause of this event. The causes of dislocation two years after a primary total hip arthroplasty are multifactorial including surgical technique, patient bmi and activity levels and implant positioning. With the information provided I would not assign any causality to the implant itself. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The revision is required due to the dislocation and issue noticed during the follow up with the surgeon.